Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet which required medical intervention. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted, reducing the mr to 2+. The second clip was then implanted, reducing the mr to 1-2; however, after deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 2+. A third clip was implanted to stabilize the slda clip. Three clips were implanted, reducing the mr to 1-2. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) that contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.